Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported during attempted implantion of a xen 45 gel stent into the left eye that the slider "was stiff and didn't work well." There was no injury to the patient and another procedure was used to treat the patient's glaucoma.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3, a4, a6.

Event description:
Healthcare professional reported during attempted implanting of a xen 45 gel stent into the left eye that the slider "was stiff and didn't work well." There was no injury to the patient and another procedure was used to treat the patient's glaucoma.

Event description:
Healthcare professional reported during attempted implantion of a xen 45 gel stent into the left eye that the slider "was stiff and didn't work well." There was no injury to the patient and another procedure was used to treat the patient's glaucoma.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed and the needle moved in tandem with the slider knob, which meets the expected result. Slider resistance is not verified since during the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed and the needle moved in tandem with the slider knob. Additional, changed, and/or corrected data: d9, h3, h6.